Event description:
It was reported that catheter fracture occurred. The target lesion was located in the moderately tortuous and mildly calcified liver. A direxion microcatheter was selected for use in transarterial embolization. During the procedure, the part of the metal catheter body that connected to the end of the twist-control head was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k) #: k142259, k163701 device evaluated by MFR: the device was returned for evaluation. Microscopic examination revealed nickel shaft kink and inner lumen kink located approximately 126.5cm from the strain relief. Wire insertion test failed due to inserted guidewire stuck. No other issues were identified with the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Hospital.

Event description:
It was reported that catheter fracture occurred. The target lesion was located in the moderately tortuous and mildly calcified liver. A direxion microcatheter was selected for use in transarterial embolization. During the procedure, the part of the metal catheter body that connected to the end of the twist-control head was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.